Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was programmed with 1.0 basal rate and downloaded to the care link software. The basal rate registered properly in the care link report. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose went as high as 600 mg/dl. Customer's mother called back and advised the basal rate did not showed when they would upload care link. Customer's mother felt uncomfortable with the insulin pump and declined to troubleshoot the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.